Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose over 600 mg/dl. The current blood glucose is 412 mg/dl. Based on customer report proceeding in troubleshoot per customer alleging possible insulin pump under delivery. The customer treated their high blood glucose with manual injection. The customer was wearing insulin pump during hospitalization. The customer declined high pressure test on insulin pump. The insulin pump will not be returned for analysis.